Manufacturer narrative:
One reconstituted vial of sculptra, lot a3076, was received and evaluated by the manufacturer. Fragments of the same color as the vial stopper were visible inside the vial. Laboratory tests to isolate the fragments confirmed the shape and dimension of the fragment was consistent with material from the rubber stopper. The particles found inside the vial may have resulted from coring originated by the insertion of the syringe through the rubber stopper. The batch record of sculptra lot a3076, as well as the batch record of lots a3074 and a3075, were reviewed and no anomalies impacting the quality of the product released for market were identified. The supplier certificate of analysis and the internal certificate of analysis relevant to stoppers code (B)(4) lot an110810 utilized in the manufacturing of sculptra batch a3076 have been reviewed and all the results were conforming with specification limits. Report 2 of 3.

Event description:
A piece of rubber stopper is found in the vial after dilution.